Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) did not deploy and remained attached to the mynx tip during removal of the sheath and device body. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure involved switching from an ipsilateral 4.5f non-cordis sheath introducer to a 5f non-cordis sheath introducer prior to use of the mynx control vcd. The deployer had completed three cases with the mynx device. The femoral vessel's suitability was confirmed via angiographic assessment showing a straight line to the puncture site. The access vessel was arterial, with a diameter verified to be at least 5 mm, no vessel tortuosity, and no presence of peripheral vascular disease (pvd) or calcium near the puncture site. The patient was thin. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. The second to last button was pressed following the standard procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) did not deploy and remained attached to the mynx tip during removal of the sheath and device body. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure involved switching from an ipsilateral 4.5f non-cordis sheath introducer to a 5f non-cordis sheath introducer prior to use of the mynx control vcd. The deployer had completed three cases with the mynx device. The femoral vessel's suitability was confirmed via angiographic assessment showing a straight line to the puncture site. The access vessel was arterial, with a diameter verified to be at least 5 mm, no vessel tortuosity, and no presence of peripheral vascular disease (pvd) or calcium near the puncture site. The patient was thin. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. The second to last button was pressed following the standard procedure. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. The sealant sleeves were received in a retracted position, as expected for a device in a fully activated deployment state. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test was not performed, as the unit was received in a fully deployed condition. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant remain attached to the device during removal, especially since both buttons were fully depressed with no anomalies noted. However, patient factors (it was reported that the patient was thin) and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Also, it should be noted that a shallow vessel depth can result in visualization of the sealant from the skin. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.